Event description:
It was reported that when using the bd pyxis¿ es server medications not showing on pyxis replenishment. The user stated that items were stocking out and not showing on handheld to be pulled and thus not in hold queue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were not showing upon the pyxis replenishment. A technical support specialist (tss) logged into the application server and verified the item identification and confirmed that the item was not showing up for refill. Tss dialed into the care fusion coordination engine, identified that the drawer 32 pocket 15 had maximum 30, minimum 10 and current 20. Tss then wiped out the pocket inventory and sent over the count inventory messages for the station from the es server to resync and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.